Event description:
It was reported that a pump had a damaged keypad. The customer stated that the "screen overlay was torn open/off". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma's investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.